Event description:
Proprietary name: bioseal advanced; bioseal cvc; pro qr powder; traumaseal; woundseal; woundseal md; woundseal. I am on blood thinners and cut myself and decided to use this product. Within three days, I developed what the first doctor stated was cellulitis, which it turned out not to be. Then the next doctor, had to go to emergency as it was on sunday, they couldn't figure what it was so put me on antibiotics (sepra) which still did not work. Third time to the doctor they said it was lymphsitis and this time I had to go to the hospital for three IV treatments of super strong IV treatments to try and stop this problem. Symptoms were red streaks running from my upper arm to my wrist (it traveled down the arm) extreme fevers and arm was always hot. After the three IV treatments, they are not sure if they really cured what was wrong. Still have heat pains in elbow, top of hand and right finger tip. I contacted woundseal last week when all hell broke lose in my arm and still no response from them. I would like to know if this was the cause of a reaction to their product.